Event description:
It was reported by service report that the unit is missing motion interrupt pan. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: missing motion interrupt pan.